Event description:
A customer called into beckman coulter inc. (Bci) hotline and reported cancelled tests due to "vacuum under limits "error detected by the synchron lx I 725 clinical system. While troubleshooting and inspecting the analyzer, the customer discovered a leak originating from the front of the instrument. There was no report of injury to the user.

Manufacturer narrative:
When troubleshooting with hotline, the customer observed that the wash tower was overflowing at which point hotline requested the customer attempts to aspirate the wash tower. The wash tower failed to aspirate and a call for on site service was initiated by the hotline. A field service engineer (fse) replaced a "defective" vacuum pump and a wash valve that the fse noted was "slightly" leaking. The fse verified hardware after instrument service was complete. Hardware is the root cause of this event.